Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in signal loss to the pump until the sensor was reconnected during the call, after which real-time glucose readings resumed and dosing alerts indicating pairing issues were cleared. No clinical signs, symptoms, or conditions were reported. Outcomes included no interruption of therapy affecting blood glucose and no medical intervention or hospitalization. User support included guided troubleshooting and education about bluetooth connection between the cgm and the ilet. Investigation of this case revealed a resolved communication link loss between the cgm transmitter and the ilet, consistent with a transient bluetooth pairing issue without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity disruption that resolved without intervention.